Manufacturer narrative:
The second xience v everolimus eluting coronary stent system indicated is being filed under the same MFR number. Results and conclusion summation - product performance engineering reviewed the incident. Stenosis, as noted in the xience IFU, is a known adverse event associated with coronary stenting and not necessarily an indication of a product quality deficiency. Stenosis and hospitalization are listed as no-fault post-procedure complications. Although a conclusive cause for the reported patient effects, and the relationship to the products, if any, cannot be determined, there does not appear to be an indication of a lot specific product quality deficiency.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2008. Predilatation was performed prior to stenting of the mid lad with two xience v stents, and the distal lad with one xience v stent. No procedural complications were noted. A diagnostic angiography was performed in 2009, symptoms were unknown. Revascularization was performed of the mid lad with another company's des stent for treatment of restenosis of the xience v stents. No additional event or patient information is available.